Event description:
It was report during a ptca treatment procedure, the tip of pt2 moderate support guidewire fractured. The pt was asymptomatic during this event. The lesion being treated was a chronic, calcified, 100% stenotic lesion in a tortuous left circumflex coronary artery. While turning the guidewire into the first marginal branch of the left circumflex coronary artery, the tip broke. It is noted that resistance was met during insertion of the guidewire. Attempts to retrieve the fractured tip were unsuccessful, so the physician 'pushed it forward into another very small side branch.' The procedure was completed without additional complications. It is noted that this procedure was a last [attempt] to open that small marginal branch' so the physician elected not to attempt additional intervention. Pt status is reported as 'good'.